Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 7.6 cm diameter abdominal aortic aneurysm. The aortic neck was 12-15 mm in length; it was angled, conically shaped and dilated proximally. During the index procedure, the physician was attempting to land the bifurcated stent graft in the challenging proximal aortic neck anatomy. The device was inserted, deployed and the delivery system was removed without issue. The two limbs were also deployed without issue. The proximal aortic neck and all area of the graft were ballooned with reliant balloon. It was reported that the final angiogram showed a mild proximal type 1a endoleak. The physician re-ballooned with the same result. The physician stated that they thought they landed the stent graft a little low and would like to place a cuff to the most inferior right renal to see if the endoleak can be resolved. A 36x49 endurant aortic cuff was implanted proximal to the level of the lowest right renal artery and ballooned with a reliant balloon. Final angiogram showed that the endoleak was completely resolved. The physician stated that the cause of the event was due to the short, angled, conical and dilated proximal neck. No additional clinical sequelae were reported and the patient is fine.